Manufacturer narrative:
Patient code 3191: no code available (pigment dispersion, anisocoria, lens repositioning). Lens repositioning was performed approximately five weeks after implantation, post op status was recorded as " os anisocoria likely due to pigment dispersion/ mild sphincter damage". Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -9.50/3.50/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Refractive surprise was observed, at patients last visit, blurred vision was reported as status of the eye. No treatrment or intervention has been performed, the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.